Event description:
After placement of port-a-cath p.a.s. Port patient developed a necrosis above port on skin. Port removed and sent to micro for cultures which were negative. Nurse using port has about 8 years experience in using ports and did not feel there was a problem in accessing the port. This was the third pt, with the same problem, according to the nurse. These pts all had the same type and brand of device.